Manufacturer narrative:
Pump exchange is reported under MFR # 2916596-2018-03178. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported gi bleeding and pleural effusions could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 25jun2018. The hm3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. In addition, this document outlines the recommended anticoagulation regimen (including inr range) as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for aortic valve replacement (avr) and concurrently had pump exchange to heartmate iii (manufacturer report number 2916596-2018-03178) on (B)(6) 2018, the patient¿s hemoglobin was down trending to 7.7. Warfarin and aspirin were held. The patient was transfused 2 units of packed red blood cells on (B)(6)2018. Patient began to have episodes of nausea and vomiting with abdominal pain. Computed tomography scan on (B)(6) 2018 showed large right rectus sheath hematoma and subcutaneous hematoma. The patient was taken to the operating room on (B)(6) 2018 for incision and drainage of hematoma, anterior abdominal wall incision and drainage of hematoma. The hematoma was evaluated, but patient had continued bleeding. Decision made to send the patient for an epigastric artery angiogram. In interventional radiology, an active hemorrhage from a branch of the right inferior epigastric artery was found. The patient had a successful coil embolization of bleeding branch and proximal right inferior epigastric artery. The patient received a total of 6 units of packed red blood cells. Heparin infusion, aspirin and warfarin were slowly restarted, and international normalized ratio goal was adjusted down. Chest x ray revealed bilateral pleural effusions. Interventional pulmonary was consulted, thoracentesis was not undertaken as there was not enough fluid to drain. Patient was diuresed with no improvement of effusion on left side. Left thoracentesis was performed on (B)(6) 2018 and 350 milliliters of serosanguinous fluid was removed. The patient tolerated the procedure well. Patient had no further signs of bleeding during the admission. Patient was continued on diuretics twice a day and discharged home (B)(6) 2018. Hemoglobin was 8.6 at time of discharge.